Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. The field service engineer booted into admin and checked for duplicate internet protocol and static internet protocol settings and verified they were correct. Fse reseated the network cable at both the machine and the wall connection, which restored communication. Functional tests were performed in hardware test application (hta) and the application. Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.